Event description:
It was reported that prior to scheduling a routine pump replacement, they attempted to access the catheter via the cap (catheter access port) and were unsuccessful; they were unable to aspirate. Upon opening the pump pocket, it was noted by the surgeon that there was blood inside the sutureless connector piece. The pump and a portion of the catheter were replaced. There were no patient symptoms or complications associated with the event. The patient status was reported as ¿alive - no injury¿. The pump was delivering dilaudid. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed no anomaly found. Analysis of the catheter pieces revealed no significant anomaly; the sutureless connector was damaged at explant. (B)(4).

Manufacturer narrative:
Product ID: 8709, lot# l66510, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. Product ID: 8575, lot# n077242, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: accessory. Product ID: 8598a, serial# (B)(4), implanted: (b(6) 2011, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). The pump and a partial catheter was returned; the catheter was returned in pieces and was not attached to the pump. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.